Manufacturer narrative:
Conclusion: the facility rep (director of rehab) reports that their in-house procedures for the operation of the maxisky state that there are to be audible checks and 2 visual checks for the clip attachment (audible check when attaching the clip, listening for the "click"; first visual check performed when initially setting up for the patient, the second is to be performed when load is first applied). In this case, the caregiver heard an audible click, but could not perform the secondary visual check because of the condition of the patient. The dor believes that the audible click that was heard was actually the "snapper" safety clip, and not the arjohuntleigh sling clip. This "snapper" safety clip is not a medical device or an accessory to a medical device, but a piece of hardware purchased at a local hardware store. It is not an arjohuntleigh supplied part, and no recommendation was given by an arjohuntleigh rep to use this. The dor also states that their internal investigation did not find a failure of any arjohuntleigh equipment. The submission of this report was related information does not necessarily reflect a conclusion by arjohuntleigh that the report or information is an acknowledgement that arjohuntleigh, arjohuntleigh employees or arjohuntleigh products caused or contributed to the reportable event. Additional information will be provided upon the conclusion of manufacturer's investigation.

Event description:
Using a maxisky 600 device, a patient was being lifted out of their chair and was 3-4 feet in the air when the safety clip gave way on the sling and the patient slid out of the sling to the floor.